Event description:
It was reported that the ems crew tipped a stretcher and dropped a patient while unloading it from the ambulance. The patient allegedly sustained a head injury and the severity is unknown. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was determined that the reason for the cot tip was due to the customer causing the tip during unloading.

Event description:
It was reported that the ems crew tipped a stretcher and dropped a patient while unloading it from the ambulance. The patient allegedly sustained a head injury and the severity is unknown. There was patient involvement; however, no clinically relevant delay in treatment was reported.